Event description:
It was reported that the patient was in the catheter lab for another unrelated procedure. Under fluoroscopy, the xact stent which was implanted in the right internal carotid artery on (B)(6) 2010, was noted to be circumferentially fractured with 70% in-stent restenosis. The patient was asymptomatic. No treatment was provided or is planned at this time. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. A cine of the procedure was received and reviewed by an abbott clinical specialist. The reviewer noted that independently of the procedure, a metallic stent is visible in the projection of the right carotid artery. The stent has a circumferential fracture in the middle section. A selective angiogram of the right carotid artery shows local stenosis greater than 50% in the area of the stent fracture. Distal cerebral blood flow is not compromised. The reviewer concluded that the images confirm that the previously implanted stent in the right carotid artery had a circumferential fracture. Restenosis, is a known observed and potential adverse event of stenting procedures as listed in the electronic instructions for use, carotid stent system, xact. Based on the information reviewed, there is no indication of a product deficiency.